Event description:
The customer reported that during a bowel resection, the device jaws could not be re-opened while applied to tissue. The surgeon removed the device from tissue by prying it off with another instrument. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.